Event description:
On (B)(6) 2015, it was reported to photomedex by (B)(6), that the device user was having issues with the control switch of the device, which was not working as expected-operating unintendedly. Photomedex service manager spoke with the (B)(6) 2015 and, determined that a new control switch would have to be shipped out to replace the control switch presenting issues. Later attempt was made on (B)(6) 2015, by photomedex (B)(4) to gather further details, with the device user to confirm unintended operation of the control switch or intermittent operation of the control switch, however, the device user no longer works at the site. As of (B)(6) 2015, has been determined to be reportable.

Manufacturer narrative:
It was determined through evaluation that the device was operating in accordance with specifications and , no unintended operation was confirmed or replicated during the evaluation. No cause was found that may have caused or may have contributed ot cause the alleged event at the dr's office. Later on (B)(6) 2015, was confirmed that after replacement of the control switch at the doctors office, no further incidents have occurred. Upon initial review of the complaint, it did not appear to be a reportable incident, after further review and discussion, it was determine necessary to report this incident due to the event details suggest that the device may have contributed to a serious injury, if the malfunction were to occur, this explains the time lag in reporting. Though, the likelihood is improbable and the safety features will contribute to preclude a serious injury.